Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the right ventricular (rv) lead channel that was consistent with minute ventilation (mv) noise. This mv noise was reproduced in clinic when patient took deep breath or laughed. There was no oversensing or pacing inhibition. The rv pacing impedance values also increased by up to 100 ohms, but remained within normal limits. Technical services (ts) provided troubleshooting including reprogramming options. It was noted that the sensitivity was adjusted to 4.5 milli volts and there was no evidence of noise that was detected by the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.